Event description:
It was reported that the patient underwent the renal stent procedure at 3.00 pm on (B)(6) 2011. During the procedure, a trek balloon was used for pre-dilatation; however, the dilatation balloon could not be fully deflated and during the attempt to remove the balloon catheter, the balloon became separated from the catheter and remained in the renal artery in the distal segment. A multi-link 8 was successfully deployed to tack the balloon up against the left artery, and a good flow was observed. Another multi-link 8 and a herculink elite were successfully deployed and the patient returned to the ward for routine post operative care. At 3.00 am on (B)(6) 2011, the patient died after experiencing a thoracic aneurysm rupture. The patient had an abdominal aneurysm treated in the past, and the physician was aware of the thoracic aneurysm, which measured approx 5-6 centimeters in diameter. A CT scan and a cta scan were performed on the patient prior to death and there was no evidence of dissection. The physician commented that he believes it is coincidental that the aneurysm ruptured at this time. There was no clinically significant delay in the renal procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: balance middleweight, cross it; guide cath: 7fr lima, terumo prgreat; sheath: 7fr cordis. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The trek catheter was not returned for analysis which may have aided in the investigation and determination of cause. Factors that may contribute to the difficulty to deflate the catheter include, but are not limited to, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. There was no damage noted to the catheter prior to use which suggests a product deficiency did not contribute to the reported difficulties. As the balloon was unable to deflate, this would cause resistance during retraction and if force were applied, this would contribute to the shaft separating; however a conclusive cause for the deflation issues could not be determined. It was reported the trek catheter was used in the renal artery. It should be noted the trek rx and mini trek rx coronary dilatation catheter instructions for use states: the trek rx and mini trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion and balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. A search of the lot history record indicated no non-conforming material records for the lot and a search of the complaint handling database indicated no other incidents. There is no indication of a lot specific product quality deficiency. During manufacturing, all catheters are 100% inspected for proper balloon fold configuration and damage, and a sampling of units is destructively tested for proper balloon deflation.